Event description:
Approximately 23 months after implantation noise was observed. As a conductor fracture was suspected the lead was explanted and replaced.

Manufacturer narrative:
The visual inspection showed cuts in the insulation. It is reasonable to assume that these cuts resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.